Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -05.50/+4.0/077 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The lens was removed on (B)(6) 2023 due to patient complained of glare/halos and was not satisfied with results. The problem was resolved. Post-op the eye was normal and was without signs and symptoms.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).